Event description:
It was reported that the device was not recognizing the battery and was getting a battery error. The reporter noted that replacing battery was not helping. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed multiple low battery errors. A functional test was performed and the reported issue was not duplicated. The cause of the reported issue was unknown. No further actions were taken. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.